Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 4th firing of closure of entry hole of functional end-to end anastomosis in a laparoscopic partial colectomy, the surgeon tried to fire the device, however the knife did not advance. They replaced it with a new cartridge, and the procedure was continued. The sales rep noticed the cartridge was partially fired. There was no patient injury.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.